Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During an uncertain procedure, the ptfe pad of the subject device was partially peeled. There was no patient injury reported. No further information was reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-10122 to provide additional information based on the evaluation of the device. The device manufacturer date was identified and filled in. The subject device was returned to omsc for evaluation. As a result of the evaluation on february 16, 2017, omsc confirmed that the ptfe pad of the device was worn with no metal exposed. The manufacturing record was reviewed with no irregularities. There was no malfunction which caused or might cause the fragment to fall inside the patient. Therefore omsc are retracting this MDR.

Event description:
During an uncertain procedure, two tb-0535fc as the subject devices were used. The ptfe pad of the first subject device was partially peeled. The ptfe pad of the second subject device was partially peeled. The procedure was completed. There was no patient injury reported. This is the report regarding the second subject device. The report regarding the first subject device is going to be submitted separately.